Event description:
Post-occlusion surge and intermittent chamber collapse during a cataract extraction. The capsule broke and a vitrectomy was performed. The procedure was completed with no further problems.